Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the reported event with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported event. Concomitant medical products: product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
Al-mahfoudh, r., chan, y., chong, h.p., farah, j.o. Twiddler's syndrome in spinal cord stimulation. Acta neurochirurgica. 2016;158(1):147-154. Doi: 10.1007/s00701-015-2627-x. Summary: the aims are to present a case series of twiddler¿s syndrome in spinal cord stimulators with analysis of the possible mechanism of this syndrome and discuss how this phenomenon can be prevented. Reported events: case (B)(4): a (B)(6) woman with failed back surgery syndrome following a lumbar microdiscectomy had a spinal cord stimulator (scs) inserted in (B)(6) 2009 and the patient experienced good relief of lower limb pain with stimulation. In (B)(6) 2011, she underwent reprogramming with failure to achieve satisfactory stimulation. Her imaging revealed twisting of the connecting wires adjacent to the implantable neurostimulator (ins). Upon this evidence the authors diagnosed this patient as having twiddler¿s syndrome. The patient reportedly denied manipulating the ins. As it was still partially functioning, she chose to defer revision surgery. Eventually the device failed completely. In (B)(6) 2012, her ins was repositioned with new connector leads. The connector wires were found knotted and twisted intraoperatively. The new wires were tunneled to the right lumbar region above the belt line. No further problems have been reported on follow-up. The authors noted that it was not their practice to suture the ins into the subcutaneous pocket. The authors reported that the patient was implanted with a 37565 lead, but provided no specific device information regarding the extensions or ins. Further information has been requested; a supplemental report will be submitted if additional information is received. See attached literature article.